Event description:
Complainant alleged that during training and in-servicing of the facility's staff, the device displayed a "bridge test failed" message. The complainant indicated that there was no pt involvement in the reported malfuction.